Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypoxia associated with the oxygen saturation drop was due to the atrial septal defect (asd). The reported perforation (atrial: percutaneous intervention) associated with the asd appears to be due to procedural circumstances (device interacting with patient pathology/ morphology). The reported patient effect of perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a perforation it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with enlarged atria. Two clips were successfully implanted, reducing mr to a grade of 1. After removal of the steerable guide catheter (sgc), a left to right shunt was observed, resulting in the patient becoming hypoxic. Therefore, an atrial septal defect(asd) closure device was implanted to treat the shunt. There was no clinically significant delay in the procedure. No additional information was provided.